Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A patient was in the prone position and in the a1059 skull clamp for a suboccipital tumor resection. The physician was preparing to use a perforator and when he applied pressure the head shifted from flexion to extension. Then he pulled up the drape and decided he would reposition the pt. "The pts' head was repositioned a second time through the drape and it was discovered then the pt got lacerated." There was no delay in the surgery as the problem occurred intraoperatively. A one (1) inch laceration occurred which required stapling to the left temporal area. Adult, disposable pins (#a1072) were used during the procedure. No stereotactic device was used at the time.